Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended by the manufacturer¿s guidelines. In turn, the device stopped communicating with external devices, deeming it inoperable. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.